Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site as the ipg was too superficial. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.